Event description:
A representative reported the patient was having a dye study. Prior to the dye study, the patient also had a refill done. It was found that the system was infusing baclofen at a dose of 220 mcg/day, though the physician¿s notes indicated they had 200 mcg/day ¿with no change.¿ the dye study was performed because ¿they kept increasing the dose without any relief¿, and it was not providing good enough efficacy. The patient had started to experience spasticity and increased pain. The catheter was aspirated, and the flow ¿was beautiful.¿ the dye was injected, and it clearly dissipated. The doctor was not confident that the catheter was in the intrathecal space because he saw a line of dye that he felt ¿looked posterior.¿ the doctor felt that the catheter was in the subarachnoid space. The doctor was ¿really leaning that the catheter was not in the intrathecal space.¿ the representative stated that the physician noted the patient was not getting good efficacy ¿for a while.¿ the medications used within the system were baclofen and morphine. The representative later stated that the ¿physician knew and was fine with the difference because it would change the morphine dose.¿

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n157441017, implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).